Manufacturer narrative:
According to our resources, the lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead exhibited an increase in pacing impedance measurements from 500-600 ohms to greater than 3000 ohms. Additionally, noise was oversensed and there were many stored atrial tachycardia response (atr) events. A lead fracture is suspected. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received confirming that this patient is coming in for a device check and the device will be reprogrammed to ddi 50ppm. This product issue will be updated if additional information is received.

Manufacturer narrative:
The product was subsequently explanted and returned for routine testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead has been severed and the segment was approximately 22 centimeters in length. Resistance testing was performed which confirmed the electrical continuity of the segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.